Manufacturer narrative:
This report is being amended to reflect changes. Other devices used: catalog #unk, unknown zmr femoral stem, lot #unk, catalog #unk, unknown zmr femoral body, lot #unk, catalog #unk, unknown trabecular metal modular shell, lot #unk. The devices are not available for review therefore their conditions cannot be described. Manufacturing documentation could not be reviewed due to the lack of product identifying information. The devices were used in treatment. The patient's medical history included a previous two-stage revision due to deep infection and adverse tissue response due to severe trunnion-taper junction corrosion. After revision to the current complaint devices, the patient also experienced two debridement procedures and long-term antibiotics which improved the patient's condition. A complaint history could not be performed with the information provided. Compatibility of the devices is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the devices caused or contributed to any patient infection.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing an acute deep infection with (B)(6), requiring two debridement procedures. The patient improved, but still had reduced range of movement, an abductor power of 3/5 and an hhs at one year was 80.